Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was revised approximately thirteen years later due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿inadequate range of motion due to improper selection or positioning of components¿ and ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿